Event description:
In 2004, pt woke up at 6:30 a.m, feeling weak. Pt tried to test their blood glucose; however, meter would not power on. Pt replaced the batteries and still the meter did not power on. Pt ate breakfast and then went to the clinic. In the clinic pt was tested on a hosp meter and obtained a reading of 315 mg/dl. Pt was treated with insulin and md increased their insulin from 40u of 70/30 in the am to 45u in the morning and from 20u of 70/30 in the pm to 25u in the evening. Pt claims that the battery contacts are in good condition. Customer service had pt check that the batteries were installed properly and meter still did not power on. This case is being reported as a malfunction, since meter does not power on. Pt did however suffer injury; however, meter did not contribute to the injury, since pt was experiencing symptoms prior to testing. Customer service is sending pt a new meter and supplies.